Manufacturer narrative:
Device brand name unknown. Device product code unknown. Device catalog number and lot number not provided/unknown. Device remains implanted.

Event description:
It was reported that an unknown zimmer implant has damaged threads. A fractured abutment was removed from the implant. When trying to seat a healing abutment, it bound and would not seat. A thread tap tool was requested. Tooth location 30.

Manufacturer narrative:
(B)(4). No product was returned for inspection. No device lot number was provided so a device history record review and a complaint history review could not be performed. Appropriate documentation was reviewed and the following information was identified: without the returned product, there is not enough evidence to form a conclusion on the reported event. Therefore, the complaint is non-verifiable. A singular cause cannot be determined.